Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) who performs pd therapy with a homechoice (hc) device was in the hospital for fluid overload (further details not provided and dates unspecified). On an unreported date, during hospitalization, the pt received a new pd catheter. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). A review of the device history record was performed which did not reveal any issues that could have caused or contributed to the reported issue. A service history review will be performed. Should any relevant information be obtained from this review that is related to the reported event or through other means, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). As the homechoice (hc) was not returned, a device analysis could not be completed. The service history logs showed no failures/problems that were the same as, or similar to, the current difficulty. In addition, there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. Should additional relevant information become available, a supplemental report will be submitted.